Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm. Staff states that the IV pump is giving a "service needed" error. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.